Event description:
Pt in cardiac cath lab for mitral valve clipping procedure. When clip delivery system (cds) was advanced, a filamentous object was noted on tee. The cdc was removed and filamentous object was noted on visual inspection. A 2nd cds was prepped and advanced and again a filamentous object was noted again on tee. Again this was removed and a 3rd cds was advanced with filamentous object seen yet again on tee. Procedure was aborted and the next procedure was cancelled.